Manufacturer narrative:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The subject device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received, the most likely root cause is patient's clinical condition that contributed to this event. There was no indication or allegation of a device malfunction contributing to the event. A manufacturing non-conformance was not identified. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that a patient with a 23mm bioprosthetic aortic implanted three months ago, underwent redo aortic valve replacement due to paravalvular leak. At the implant of the subject device, the patient had endocarditis and a dacron patch repair of lvot and annulus performed along with implant of the aortic valve. The surgeon indicated that the prosthesis was working appropriately. There was a technical failure of the dacron patch repair of the lvot and annulus due so the valve had to be removed to facilitate the intervention to repair the lvot and annulus. A valve model 3300tfx25mm was implanted successfully in replacement. The patient was doing well.